Event description:
It was reported that this patient expired approximately two months post-implant of their cardiac resynchronization therapy defibrillator. The daughter of the patient believes that the death was related to the implant of the device and noted that the patient had also had several complications post-surgery. No additional information was provided.